Event description:
On (B)(6) 2018, the customer's mother contacted dario to report "low" blood glucose readings. The readings were taken at the hospital where the customer was hospitalized with severe ketoacidosis. She had pain in the chest, nausea, stomach pains. The blood glucose readings taken by the hospital were above 411, however, dario read 338; the reading at home, before she was hospitalized, was 293 (high reading in general but very low compare to the hospital readings). When talking to dario, customer stated she was using strips that were opened over a month or two - meaning she was using expired strips. The customer was sent control solution to verify accuracy of meter and strips. She tested with control solution and the meter read within range.